Manufacturer narrative:
It was reported the device was explanted due to extrusion. This report is submitted october 11, 2019.

Manufacturer narrative:
This report is submitted on sep 10, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 for an unspecified reason. It is unknown if the patient has been re-implanted with another device